Event description:
The customer reported that during a patient event, the device was not recognizing the connection to the patient via the defibrillation therapy electrodes. The customer attempted to change the electrodes out following the initial connection issue but continued to experience the same connection issue with the device. The customer was able to retrieve a back up device with an approximate delay of 3-4 minutes. The patient did not survive the event. The customer (ems chief) indicated that they believe the death of the patient was not related to the reported issue as the patient appeared to never be in a shockable rhythm (indicated by an ECG obtained with the 4 lead ECG cable) and the back up device did not deliver a defibrillation shock based on their rhythm.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy cable assembly and observed that an internal wire was open. This would not allow the cable to recognize a connection to the patient.